Manufacturer narrative:
The patient died almost 5 years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture¿s database indicated the patient died approximately 2 weeks post implant of the ICD system, almost 5 years ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.